Event description:
It was reported that the ilet displayed "alert 41" indicating an insulin absolute range error, which persisted after a restart, and a replacement device was shipped. Symptoms included none reported. Outcomes included the user reverting to subcutaneous insulin by pen. Investigation included complaint handling review and device replacement logistics. Investigation of this case revealed a device error consistent with an insulin delivery absolute range fault. It was concluded that, based on previously established findings for similar reports, the device malfunctioned and required replacement. The device will be returned for evaluation.